Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light source cable cannot be connected securely, and air was not exhausted from the rear panel outlet. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor contact of the power supply, poor contact of the light source connector and poor contact of fan. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor did not turn on. This was discovered during inspection for use. There were no reports of patient harm.